Event description:
It was reported that at the user facility, the drill was overheating and smoking. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
During the device evaluation, corrosion was found in the rotor and in the motor, which is a probable cause of the reported overheating and smoking.